Manufacturer narrative:
We are in the process of performing the investigation and will submit the follow-up report once the evaluation is completed. Related MDR's: 1219977-2015-00344, 1219977-2015-00345, 1219977-2015-00346 and 1219977-2015-00347.

Event description:
Report received stated that wall suction was applied the patient in the intensive care unit (ICU). After the patient was moved from ICU to ward, the patient took gravity drainage and/or suction drainage by mobile suction device. Patient developed into pneumothorax and/or pneumomediastinum during ward care.

Manufacturer narrative:
Engineering analysis: no units were returned for evaluation. Connecting two patient tubes from the same drain to two different sections of the chest cavity (pleural and pericardial spaces) without suction (gravity drainage), will result in transfer of air from one space to the other (boyles' law) and would not be effective in removing air from either section. The portable suction unit identified is a low vacuum/low flow unit not suitable for chest drainage. The instruction for use (IFU) indicates a minimum suction level of -80 mmhg but the vario 8 only produces a maximum level of -68 mm hg and at a low flow rate. A lack of adequate suction resulted in equilibrium establishing itself between the two spaces and air entering the pericardium. If the unit were used under adequate suction as written in the IFU, -80 mmhg or greater, the air would have been effectively removed from both sections.